Event description:
Procedure type: roux-en-y. According to the reporter: a remnant of the blue seal broken off into patient was seen on liver of patient. They used a weck reposable clip applier that seemed to catch the first seal ring and break off bits of blue seal into the patient. The broken seal was removed from the patient by suction. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. This did not cause more than 250cc of unanticipated blood loss. This did not cause the case to be delayed by more than 30 minutes. Additional information from the rep what I have to go on right now is minimal. I will talk to the account again to see if I can get more specifics. But what I do know is the clip applier that is being used is a reposable clip applier. It is not to covidien clip applier. It is a weck clip applier that puts titanium clips onto the patient.

Manufacturer narrative:
(B)(4).